Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. Per the functional evaluation, the balloon was inflated using a lab syringe with 10cc of water using normal fill technique and the balloon was able to inflate and deflate in 15 and 30 seconds. Dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: concentricity (full inflation volume) 60/40 eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 5/32" eye snip distance from proximal cuff 15/32" rubberize thickness 9 thou inflation lumen coverage 10 thou balloon thickness (average) 21 thou reinforcement 129 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) do not use in patient who are or have been allergic to natural rubber" (B)(4).

Event description:
It was reported that the balloon did not deflate correctly. It deflated about 3/4 and then did not deflate under negative pressure. The product was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not deflate correctly. It deflated about 3/4 and then did not deflate under negative pressure. The product was not used on the patient.